Manufacturer narrative:
A medtronic representative went to the site to test the equipment. To resolve the reported issue, the wench assembly for the gantry was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect wench has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The suspect door winch was returned to the manufacturer for evaluation. Visual inspection found that a gear on the tractor drive motor was damaged. The gear was removed from the assembly.

Manufacturer narrative:
The motor cable for the z-direction was returned to the manufacturer for evaluation. It was reported that the cable insulation was broken with conductors exposed.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty door winch assembly. The door winch was replaced. The replaced part was not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that the imaging system was not moving in the z direction. There was damage observed from to the power and encoder signal cables that go between the motor and the motion control box for the z drive. No patient was present during the time of the reported incident.